Manufacturer narrative:
Correction: f2203 and f23 codes added. The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to use error caused or contributed to event.

Event description:
It was reported that the smart pass feature from this subcutaneous implantable cardioverter defibrillator (s-ICD) was disable due to low amplitudes and undersensing. As a result, the device inappropriately shocked the patient six times in different episodes due to fluctuating rhythm that was describe as railing and flat. It was suspected a possible air entrapment, electrode under insertion, or sternal wires. Subsequently, the device was reprogrammed and an xray was performed, where it was confirmed that the electrode was fully inserted. Poor sensing was also noted. Technical services (ts) discussed troubleshooting options, massage while therapy was off by palpating to reproduce the noise. Further review showed on the xray, that there was shadowing around the device and air in the pocket was mainly the suspected cause of the noisy signals. Furthermore, all vectors were as expected and the aire seemed fully dissipated. Additionally, information was received which indicated that the data was mismatching in the programmer and in the system. Ts provided troubleshooting options. Additional information was received which indicated that despite counseling, the patient insisted the system be explanted. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the smart pass feature from this subcutaneous implantable cardioverter defibrillator (s-ICD) was disable due to low amplitudes and undersensing. As a result, the device inappropriately shocked the patient six times in different episodes due to fluctuating rhythm that was describe as railing and flat. It was suspected a possible air entrapment, electrode under insertion, or sternal wires. Subsequently, the device was reprogrammed and an xray was performed, where it was confirmed that the electrode was fully inserted. Poor sensing was also noted. Technical services (ts) discussed troubleshooting options, massage while therapy was off by palpating to reproduce the noise. Further review showed on the xray, that there was shadowing around the device and air in the pocket was mainly the suspected cause of the noisy signals. Furthermore, all vectors were as expected and the aire seemed fully dissipated. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with not out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction: f2203 and f23 codes added.

Event description:
It was reported that the smart pass feature from this subcutaneous implantable cardioverter defibrillator (s-ICD) was disable due to low amplitudes and undersensing. As a result, the device inappropriately shocked the patient six times in different episodes due to fluctuating rhythm that was describe as railing and flat. It was suspected a possible air entrapment, electrode under insertion, or sternal wires. Subsequently, the device was reprogrammed and an xray was performed, where it was confirmed that the electrode was fully inserted. Poor sensing was also noted. Technical services (ts) discussed troubleshooting options, massage while therapy was off by palpating to reproduce the noise. Further review showed on the xray, that there was shadowing around the device and air in the pocket was mainly the suspected cause of the noisy signals. Furthermore, all vectors were as expected and the aire seemed fully dissipated. Additionally, information was received which indicated that the data was mismatching in the programmer and in the system. Ts provided troubleshooting options. Additional information was received which indicated that despite counseling, the patient insisted the system be explanted. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the smart pass feature from this subcutaneous implantable cardioverter defibrillator (s-ICD) was disable due to low amplitudes and undersensing. As a result, the device inappropriately shocked the patient six times in different episodes due to fluctuating rhythm that was describe as railing and flat. It was suspected a possible air entrapment, electrode under insertion, or sternal wires. Subsequently, the device was reprogrammed and an xray was performed, where it was confirmed that the electrode was fully inserted. Poor sensing was also noted. Technical services (ts) discussed troubleshooting options, massage while therapy was off by palpating to reproduce the noise. Further review showed on the xray, that there was shadowing around the device and air in the pocket was mainly the suspected cause of the noisy signals. Furthermore, all vectors were as expected and the aire seemed fully dissipated. Additionally, information was received which indicated that the data was mismatching in the programmer and in the system. Ts provided troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to use error caused or contributed to event.

Event description:
It was reported that the smart pass feature from this subcutaneous implantable cardioverter defibrillator (s-ICD) was disable due to low amplitudes and undersensing. As a result, the device inappropriately shocked the patient six times in different episodes due to fluctuating rhythm that was describe as railing and flat. It was suspected a possible air entrapment, electrode under insertion, or sternal wires. Subsequently, the device was reprogrammed and an xray was performed, where it was confirmed that the electrode was fully inserted. Poor sensing was also noted. Technical services (ts) discussed troubleshooting options, massage while therapy was off by palpating to reproduce the noise. Further review showed on the xray, that there was shadowing around the device and air in the pocket was mainly the suspected cause of the noisy signals. Furthermore, all vectors were as expected and the aire seemed fully dissipated. Additionally, information was received which indicated that the data was mismatching in the programmer and in the system. Ts provided troubleshooting options. Additional information was received which indicated that despite counseling, the patient insisted the system be explanted. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported. The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to use error caused or contributed to event.

Manufacturer narrative:
The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to use error caused or contributed to event.

Event description:
It was reported that the smart pass feature from this subcutaneous implantable cardioverter defibrillator (s-ICD) was disable due to low amplitudes and undersensing. As a result, the device inappropriately shocked the patient six times in different episodes due to fluctuating rhythm that was describe as railing and flat. It was suspected a possible air entrapment, electrode under insertion, or sternal wires. Subsequently, the device was reprogrammed and an xray was performed, where it was confirmed that the electrode was fully inserted. Poor sensing was also noted. Technical services (ts) discussed troubleshooting options, massage while therapy was off by palpating to reproduce the noise. Further review showed on the xray, that there was shadowing around the device and air in the pocket was mainly the suspected cause of the noisy signals. Furthermore, all vectors were as expected and the aire seemed fully dissipated. Additionally, information was received which indicated that the data was mismatching in the programmer and in the system. Ts provided troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported.